Event description:
It was reported to philips that the system's image processing computer was unable to boot, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was performed when the issue happened. The procedure was aborted. A philips remote service engineer (rse) contacted the customer and confirmed the reported issue. After reviewing the log, rse found an ippc post boot failure and image disk post failed error. Onsite service, upon troubleshooting, it is found the system was partially usable, but image storage showed an error message. To resolve the problem, fse replaced the ippc and hard disk drive (hdd), reinstalled the software, and recreated the image database. After replacing the ippc and hdd, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.